Event description:
It was reported that the power pro cot came disengaged from power load system due to possible user error. It was identified that the power load system was performing to specification and the alleged issue the customer stated could not be duplicated. The technician inserviced the customer on proper usage of power load system due to possible user error. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.